Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual examination of the lead found blood/body fluids throughout the lead body. Stylet insertion test found obstruction/restriction at the connector region of the lead and destructive analysis found the inner coil was clogged with blood/body fluids. The cause of the reported event was due to the inner coil clogged with blood/body fluids.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet failed to advance into the right atrial lead. The lead was not used and replaced. The patient was in stable condition.